Event description:
Reportedly this device was explanted at implant due to surgeon feeling he had oversized the valve, no aligation of device failure made or implied.

Manufacturer narrative:
Device not returned.